Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 400 mg/dl and current blood glucose was 350 mg/dl. The customer was treated with bolus. The customer reported that it started beeping that it was updating the sensor. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis. Concomitant: reservoir 3ml (frn) mmt-332a. Concomitant: sensor enlite3 5pk us (ozp) mmt-7020a.